Event description:
It was reported that the patient received shocks and intermittently feels pacing. The sensing and pli were acceptable, but capture threshold was high. It is suspected that there maybe a lead dislodgement, diaphragmatic stimulation or perforation. No further information available.

Manufacturer narrative:
Na